Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, keypad/button unresponsive/button error, damage (physical or cosmetic), charge/battery lasts less than expected, failed batt test. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884, mmt-332a. Troubleshooting was performed for the event.customer reported receiving a battery failed alarm.customer reported a short battery life or a low battery alarm.customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage.customer reported a keypad anomaly and/or stuck button alarm.customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit passed sleep current measurement test, active current measurement test, self test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully downloaded using thump. No failed batt test or battery power related alarms were noted in pump download history. The adapt tool was also utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on (B)(6) 2021 at 11:32:49 no delivery alarm was recorded. However, no alarms noted during testing the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. No stuck key alarms present in pump download history. Unit received with cracked case (battery tube), scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In summary, unit powered up properly after battery installation and no failedbatttest/ battery related alarms noted. All buttons functioned properly during test. No keypad anomaly noted. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unit functioning properly. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.